Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after two successful shocks were delivered to a patient (age & gender unknown) the associated device displayed a "poor pad contact" message with these attached electrode pads. The physician alleged manual pressure to the pad and the third defibrillation was delivered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Retained sample lots were provided by the customer and tested. The electrodes passed all testing for continuity, electrical, foam inspection and adhesive and reflected excellent bonding capability. The customer was contacted and stated the patient was diaphoretic and confirmed the device appropriately warned to "check pads". It's important to note that clinical data files were not available for evaluation. The investigation is being closed as no fault found. Analysis of reports of this type has not identified an increase in trend.